Event description:
The customer reported having a low blood glucose episodes included a 56 mg/dl prior treating with food. The customer changed the infusion set and verified the proper technique she was using. Troubleshooting was performed. The customer stated that the fixed prime was accurate to the infusion set type. The status screen and the amount of insulin in the reservoir matched. The customer mentioned that she sometimes does not login or manage her condition accurately, which has led her doctor to change the basal rates to correct the high blood glucose issues. The customer believes that the changes were not correct and have been receiving too much insulin. The customer called back and stated that she was hospitalized due to low blood glucose of 84 mg/dl. The customer stated having low glucose level for four days. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.